Event description:
It was reported that caller experienced alarm 2 followed by alarm 26 with recurring occlusion events and inflamed infusion site occurring daily for about one month. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge, then resumed insulin with no further assistance needed and case was closed by technical support.